Event description:
It was reported that during a breast biospy procedure, the cocking lever did not engate properly. They had to play around with the safety lever in order to them to cock the device. There was no patient consequence. The procedure was completed using the same device.